Event description:
During an in-clinic follow-up, there were episodes of noise resulting in oversensing and inappropriate mode switch on the right atrial (ra) lead. The suspected root cause was lead fracture, however, this was not confirmed. The ra lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events were lead fracture and sensing noise. As received, a complete lead was returned in one piece. The reported event lead noise was confirmed. An external insulation abrasion were found proximal to the suture tie impression breaching the outer insulation and exposing the outer coil. The cause of the reported event is due to the exposure of the outer coil in the abrasion zone, consistent with friction to the device can. The reported event of lead fracture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During an in-clinic follow-up, there were episodes of noise resulting in inappropriate mode switch on the right atrial (ra) lead. The suspected root cause was lead fracture, however, was not confirmed. The ra lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.